Event description:
A doctor alleged a 1 cm inaccuracy using the suction after completing tracer registration in an ent case. Pointmerge was attempted but the suction would not verify. The doctor stated that pt had been under anesthesia for 1.5 hours and opted to discontinue the surgery. There was no injury to the pt.

Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional.